Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and insulin pump did not recognize reservoir. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out and continued to drip after motor stopped when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was 107 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. No moisture damage noted on the electronic assembly. The insulin pump was received with severely scratched display window, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.